Event description:
Customer reported: · "over the past week we have been receiving complaints about the sol-m syringes and the unsterile field that is left when it is opened. After trying several different lot numbers the results were all the same." · "this an infection control issue. We are opening them on the sterile field, and it is obvious the sterility bond integrity is substandard. If the paper adhesive is not tearing cleanly, there are possible paper fragments and/or the sterility bond is questionable. Now, for everyday use for drawing up meds etc[?] When sterility is not an issue, these would be fine. There is no way to partially open the syringe and drop on the sterile field. I opened several syringes with the same result. I was concerned enough I stopped and went to find the bd syringes." · "so we have opened a lot of syringes over the past couple of days and specific to the 10ml and 20ml leur locks the clear packaging simply does not tear away clearly from the white packaging consistently. This does not happen every time but it's happening enough that there are concerns specific to sterile fields and sterility."